Manufacturer narrative:
The device was received for eval: add'l info will be submitted once the quality investigation is completed.

Event description:
It was reported that during an ent procedure the enlite navigation camara did not communicate with the rest of the sys. As a result, navigation was aborted and the procedure was completed conventionally without navigation. No adverse event was associated with the device; however, a 45 minute procedure delay which caused administration of add'l anesthesia to the pt.